Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 54mm tritanium primary shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient presented in surgeon's office with a pain in the left hip. Patient was status post 3 years from his index tha. Radiographs revealed a grossly loose acetabular shell. Patient was scheduled for revision tha. The femoral head, liner, shell and two screws were removed. A new revision titanium shell was implanted along with 3 screws, a new head and liner.

Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented in surgeon's office with a pain in the left hip. Patient was status post 3 years from his index tha. Radiographs revealed a grossly loose acetabular shell. Patient was scheduled for revision tha. The femoral head, liner, shell and two screws were removed. A new revision tritanium shell was implanted along with 3 screws, a new head and liner.